Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the change in longevity and the inability to interrogate the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this was symptomatic and experiencing syncope. At a device check a month prior, the device had indicated that 6 years of longevity remained. At this device check, the device was unable to be interrogated and no magnet response was able to be confirmed. Surgical intervention was taken to explant and replace the device. No additional adverse patient effects were reported.